Event description:
It was observed that during the device evaluation, the flex video scope exhibited the connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the likely cause of the reported event is due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the adhesive-rubber. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.